Event description:
It was reported patient underwent total hip arthroplasty on an unknown date. Subsequently, the patient was revised on an unknown date due to infection. The surgeon removed and replaced the polyethylene liner. No further information has been provided to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.